Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) shut off unexpectedly and would not boot up correctly. It got stuck on a "cns 6000 series" screen and would not boot any further. Nihon kohden technical support provided troubleshooting tips, which included swapping the hard drives, however this resulted in the same malfunction. The device was sent in to nihon kohden for evaluation and the issue was duplicated during testing. Nihon kohden repair center determined that both hard drives will need to be replaced, which will be performed once the purchase order is approved. There was no patient harm reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut off unexpectedly and would not boot up correctly.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut off unexpectedly and would not boot up correctly.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the cns-6201a (pu-621ra sn: (B)(6)) had shut off unexpectedly and now was not booting up correctly. Unit was stuck on the "cns 6000 series" screen. Service requested repair service performed the unit was cleaned and evaluated. The reported problem of "cns is not booting up" was duplicated. The unit needs: 2 units 9000006111a hard drive, 500gb, cns-6201 all malfunctioning parts were replaced and software was upgraded to version 02-40. The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications. Investigation result the cns warranty began (B)(6) 2013, which is over 4.5 years prior to the reported issue. A review of device history found no previously reported issues with the hdd. Per nkc DHR, the unit (pu-621ra sn: (B)(6)) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency in the manufacturing of the device. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that a failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the proper actions to take is addressed in the service manual. The service manual also provides steps on how to replace the hdd. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. For software versions 02-40 or earlier, there was a concern that the clinical user was able to close the error messages without replacing the failed drive. Per mtbex 039 [a] issued 04/25/16, a patch was created for software versions 02-40 or below which would have error message altered to not interfere with patient monitoring data, and to not be removed from the screen unless by a specific sequence of clicks. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Customer's maintenance information on this device is not available. Unit has no record of hdd replacement prior to reported issue. The root cause is determined to be maintenance needed. Deficiency of design is not suspected. The repaired unit was returned to customer on (B)(6) 2018. No further reported issues relating to hdd. Corrected information: g4. Date received by manufacturer: should be 02/14/2018 not 03/16/2018 as listed on MDR initial report